Event description:
It was reported that the patient with this pacemaker presented to the emergency room with having experienced syncopal episodes. Boston scientific technical services reviewed and noted low amplitude r waves in daily measurements and recommended further review to check device sensing. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.